Event description:
Patient to ir suite for an intracranial embolization prior to an avm resection. During the procedure the distal portion of the balloon catheter got stuck, in the previously injected embolic agent, and broke off, leaving a portion of the catheter inside the vessel. The patient was taken to the operating room for removal of the catheter. FDA safety report ID # (B)(4).